Event description:
A vaxcel pasv PICC was placed for theeapeutic purposes in 2004. Nine days later, it was noticed there was a hole in the catheter. No other info was available. The engineering evaluation in 12/2004 revealed a fracture distal to the suture wing.